Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary tract infection, pain ankle, vaginal bleeding, sciatica and parity 4 ((B)(6) 2005, (B)(6) 2007, (B)(4) 2009, (B)(6) 2012). Concurrent conditions included multiparous. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) in 2012, ibuprofen and levonorgestrel (mirena) from 2009 to 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/head pain"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), sciatica ("sciatica"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and headache ("head pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with cefixime (flexeril), droperidol, ondansetron, paracetamol (tylenol) and surgery (surgery was anticipated/scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, migraine, nausea, dyspareunia, sciatica, pain in extremity, vulvovaginal pain, abdominal pain upper, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, dyspareunia, headache, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, sciatica and vulvovaginal pain to be related to essure. The reporter commented: insertion details, specify- the left ostium was identified and the essure coil placed without problems with 3 to 5 coils visible.the right ostium was then identified and the essure coil placed in a similar manner with 1 or 2 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿abdominal pain, nausea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of implant updated. This case was upgraded to incident from other event. New event head pain was added. Onset date of the event pregnancy (stillbirth or miscarriage) was added. Reporter information, medical history, treatment, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.